Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received a coronary diagnosis was proceed when the issue occurred. The procedure was completed by deleted previous old patient images from their image disks and then continued the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed the fluro storage not poss. The fse deleted previous old patient images from their image disc. After the image discs were recreated, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy storage was not possible and there was image disk problem . The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.